Event description:
While preparing cement for procedure, when breaking the ampules, the monomer liquid would not fill up the chamber. A new palacos cement was opened (record of lot number on new package not kept). Rep notified on [redacted] by supply chain and advised them to discard. No harm to patient.